Event description:
Patient received an implant on (B)(6) 2010 of a bifurcated device and a 34mm aortic extension. A computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2012, the patient was treated with a suprarenal aortic extension which corrected the endoleak. A endologix representative who was present at the initial implant and the secondary intervention stated at the initial implant aneurysm neck was angled greater than 60 degrees and measured less than 15mm (off label use).

Manufacturer narrative:
Device not returned, actual device not evaluated. Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use. Use of device with aneurysm neck length less than 15mm is considered off-label per instructions for use. Patients condition affected the effectiveness of the device. Use of device to treat a ruptured aneurysm is considered off-label per instructions for use.